Manufacturer narrative:
This is a follow-up to a previous medwatch report as product was returned for analysis. As received, the specimen consisted of one-1 each safari 275cm x sml crv; returned coiled, loose, with the distal tip lodged within the accompanying by a 6fr 110-.038" bi-lumen pigtail catheter and double-bagged within "zip-lock" style poly biohazard pouches. Dimensional verification: the specimen presented a dim "a" length of 275.80cm, formed curve dimensions of 2.60cm x 3.10cm and a finished diameter of .03485" to .03495". A gage bushing certified to be .0355" passed over the length of the specimen to the proximal aspect of the coil damage with no more effort than the mass of the bushing sliding down the wire shaft unaided, except by gravity. Summary of findings: a review of the device history records of the specimen device did not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The specimen presented a fracture of the core wire with stretched coil damage beginning an indeterminate distance from the distal tip joint and extending intermittently to 75.0cm from the distal aspect of the major diameter curve. The distal tip and an unknown amount of the outer coil wire were lodged within the accompanying catheter. The formed curve portion of the core wire was protruding through the coil wraps at 268.2cm from the proximal end. The core wire fracture presented indications of ductile, tensile overload. The specimen presented several bends of varying severity and frequency scattered over the length of the wire. The specimen wire and catheter lumen presented extensive deposits of blood-like material. The proximal joint appeared to be correct and intact. The catheter shaft presented pinch, scrape and perforation damage 6.50 to 8.60cm from the distal aspect of the pigtail. The report of damage is confirmed. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. As indicated in the device instructions for use (dfu) warnings section, "exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation. Resulting guidewire fractures might require additional percutaneous intervention or surgery." As described in the device instructions for use (dfu): ensure a catheter is properly placed in the ventricle or other intended treatment area. Carefully remove the safari2tm guidewire from the hoop by grasping the proximal end of the j-straightener separating the straightener from the hoop. After inspection of the safari2tm guidewire, advance the j-straightener over the distal section of the safari2tm guidewire to straighten the curve. Insert the safari2tm guidewire into the hub of the catheter with the aid of the j-straightener.carefully advance the distal tip of the safari2tm guidewire into the lumen of the catheter. Remove the safari2tm guidewire j-straightener by withdrawing it over the length of the safari2tm guidewire. 7. Advance the safari2tm guidewire through the catheter under fluoroscopic guidance. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appeared that handling and/or procedural factors have contributed to the event as reported. The proximal joint appeared to be correct and intact. If additional information is received a follow-up medwatch report will be filed.

Manufacturer narrative:
The safari2 guidewire is expected to be returned for evaluation but had not been received at the time this medwatch report was submitted. The end user did provide lot traceability for the safari2 guidewire used in this case. A review of the device history records of the specimen device did not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. At this time, it is not possible to assign a definitive root cause for the event as reported. If additional information is received or the product is returned for analysis a follow-up medwatch report will be filed.

Event description:
As reported by the distributor: event description: it was reported that: the wire came uncoiled, the curve at the end came uncoiled. There was no patient complications and they just used another wire of same size to complete the procedure. It was reported that the incident occurred during preparation - out of the box issue and prior to sedation.